Event description:
Patient had laparoscopic appendectomy. Covidien endo gia universal roticulator was used. Gia load would not open. Gun was changed and the load would still not open. Opened new load and the original gun functioned.